Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the sensing integrity counter (sic) went up to 257 counts within 4 hours. There were ventricular fibrillation (vf) episodes and evidence of an unexpected shock due to oversensing on 2015-11-12. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to a right ventricular (rv) lead fracture. Oversensing of noise was also noted. The lead was reprogrammed off, and then capped and replaced. No further patient complications have been reported as a result of this event.